Event description:
See attached copies of the device current labeling and direction for use. A visual test, oximeter test and continuity test was performed with the device. It was concluded that the alleged failure could not be duplicated. The failure rate for this device was less than two-tenth of one percent of total product shipped for the past three months divided by the total number of complaint for reported month. There was no pt harm reported for the failed device.

Event description:
Patient was admitted with cough, fever and shortness of breath. Respiratory arrested and was placed on the ventilator. A month later, the oximeter sensor was giving readings in the 90's. Arterial blood gases (abg's) were drawn and the oxygen saturation was 72%. The patient was on 100% oxygen. Several hours later abg's were repeated and the saturation was 65% and 64%.